Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was unk. The customer's mother stated that the insulin pump's screen went black and would not function. She stated that the customer had not received any warning the battery was going low prior to the event. The customer noted that he had received a replacement battery cap due to it having been stripped at the coin slot. The customer was advised to insert a new recommended battery, clean the battery compartment, inspect the new battery cap he had previously received, perform a self test, and call back if the issue persisted. The issue was resolved upon troubleshoot. The customer was advised to monitor the device nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.